Event description:
An (B)(6) male patient's wife contacted zoll customer support to report a high-pitched noise coming from the monitor and would only show the 'wearable defibrillator' screen. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (high pitched sound/splash screen displayed) has been confirmed. The cause for the problem is due to a corrupted flash programming. The root cause for the corrupted flash cannot be positively identified. No adverse event resulted from the corrupted memory. The patient received a replacement monitor.